Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they the insulin pump had started making a grinding sound and gave a compromised force sensor system alarm. They had tried to clear the alarm. The insulin pump had reset itself. The insulin pump had not been dropped or bumped prior to the alarm. The drive support cap appeared to be normal. The customer's blood glucose level was 200 mg/dl. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test due to faulty force sensor resistor. There was motor grinding sound during rewind due to faulty motor. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.